Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display on insulin pump. The customer¿s blood glucose level was 9.1 mmol/l. The insulin pump will be returned for analysis.